Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The customer reported to have received an inaccurate fill estimate reading. The customer's blood glucose level was not impacted. The customer reloaded the same cartridge and received an accurate fill estimate reading.